Event description:
Related manufacturer reference number:3006705815-2022-18422. It was reported that the patient's ipg migrated. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted to address the issue. During the procedure, the physician inadvertently cut the lead and a portion of the lead remains implanted. Additional intervention may be undertaken in the future.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.